Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Remains implanted.

Event description:
Our sales rep reported that the external label on the box reported 31251180s (lot k0e79d5) while on the inside labels 31301180s (lot k0ed2be). The customer noticed it only after the surgery.

Manufacturer narrative:
Product inquiry states the labeling [lot code k0ed2be] within the cardboard box of catalogue #31251180s trochanteric nail kit, ti gamma3® ø11x180mm x 125° [lot code k0e79d5] to be the subject product. A review of both dhrs revealed no discrepancies. Manufacturing and distribution histories revealed, that the label of lot code k0e79d5 catalogue #31251180s, which is present on the cardboard box was manufactured on another shift and was printed from another employee. As for the label of lot code k0ed2be catalogue #31301180s. We exclude a manufacturing error resp. A mix-up at the manufacturing site. Review of stock movement revealed that both lot codes were distributed to the hospital. It is common practice to have a spare part available within the op-room during the surgical procedure. It is unknown if a backup device was present. According to details received it was noticed ¿after medical procedure. It could not be excluded that it¿s rather related to a deficiency in the further treatment at hospital.

Event description:
Our sales rep reported that the external label on the box reported 31251180s (lot k0e79d5) while on the inside labels 31301180s (lot k0ed2be). The customer noticed it only after the surgery.